Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient's pump was going to be replaced. It was reported that the pump was being replaced because "they think that something went wrong." The patient reported that the pump only lasted 4 years and "it just quit." It was reported that the pump did not alarm or beep it just stopped. The patient went into major withdrawal. The patient went to the ER and was "out of it completely." It was reported that the issue took place on the (B)(6) 2018. No further complications were anticipated/reported.